Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
On (B)(6) 2012, a customer contacted (B)(4) regarding an unrelated alarm that appeared on the home choice (hc) during peritoneal dialysis (pd) therapy. The issue was resolved over the phone and there was no serious injury or need for medical intervention reported at the time of the initial report. On (B)(6) 2012, during a follow up call to the home patient (hp) by baxter (B)(4) regarding the reported alarm, the hp stated she has since then developed peritonitis. No further information could be obtained as the hp's phone died. On (B)(6) 2012, (B)(4) contacted the peritoneal dialysis registered nurse (pdn) regarding the peritonitis. Per the pdn, the hp has recently been transferred over and she is still waiting for the records and she could not recall what type of peritonitis it was. The pdn reported the patient is currently on antibiotics (unspecified). No further information could be obtained at the time of the report. On (B)(6) 2012 additional information was obtained by baxter (B)(4) from the pdn. The hp was diagnosed with peritonitis on (B)(6) 2011 coincident with(B)(4) dianeal (unspecified). The patient was not hospitalized for the event. In the pdn's opinion, the cause of the peritonitis was a break in aseptic technique (details not provided). The pdn stated that in her opinion the cause of the peritonitis was not related to a baxter pd product or solution. No further information was received at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of all batch record documents was performed on potentially associate lot h11j14057 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of all batch record documents was performed on potentially associated lot h11i09140 with no issues noted during the manufacturing process. An exception was noted for this batch on the exception summary, however, the exception noted did not indicate any issues related to the complaint. The batch review results are acceptable. There were no deviations from standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.